Event description:
Bell is not the same, and washer. Unable to tighten and get appropriate pressure without washer. Doctor open 5 different clamps to no avail.

Manufacturer narrative:
Investigation findings: when the report was received the qc complaint specialist reviewed the work order to obtain the raw material raw material lot number in reference to the report. Raw material (B)(4) lot number po 1160146. The qc complaint specialist reviewed the lot order inquiry to identify the finished good lot numbers that included the raw material and raw material lot number. See below. Finished good lot number quantity produced: 32-1622 33423747 (B)(4) cases; 32-1622 33444071 (B)(4) cases; 32-1622 33347799 (B)(4) cases. A request has been sent to each of the facilities that utilize the raw material to place the identified lot number under quarantine. In addition, a request was submitted to ddc to request each of the finished goods identified be placed under quarantine due to customer complaints received in reference to the issues with the product. (B)(4) has been issued to the vendor. The vendor responded within a letter on their company letter head. Refer to the (B)(4) and the galaxy supplier letter attachments. Within the responses it was indicated the quality issues are due to the issues that occurred was due to the product not being properly inspected. In addition, the vendor has responded stating that a plastic washer is not part of their products design. Updated: a further review of the complaint has identified that the complaint will be required for updates. Deroyal regulatory department has been notified of the re-opening of the report. After the completion of th e initial investigation the finished good and lot number identified was included within a deroyal recall that was limited to the finished goods that contained the galaxy instrument supplied circumcision clamps. The galaxy circumcision clamps were identified as being a one-time purchase by deroyal supply chain due to a backorder situation with our primary vendor. It went unnoticed that the washer was not part of the design. To address the issue internally deroyal initiated CAPA action point# (B)(4). This action point has been completed and verified effective. Refer to the (B)(4) attachment as evidence.